Event description:
The facility reported a flo-gard infusion pump with no audible alarm. It is unknown when or in what care setting this event occurred but there was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with no audible alarm was confirmed during product evaluation. This condition was caused by a defective volume control assembly and a defective backup audible alarm printed circuit board. The volume control assembly and the backup audible alarm printed circuit board were replaced to correct this condition.